Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that they have been experiencing pain at the ins site since implant ((B)(6) 2016) because the ins is rubbing against the back bone. The patient is expecting to see her doctor today regarding the issue. The patient states that she had 26-29 ccs of fluid removed from the ins site this past week. The patient was implanted for lumbar radiculopathy, post laminectomy pain and spinal additional information was received from a consumer regarding an implantable neurostimulator. The fluid at the ins site was due to an infection. The infection was resolved through antibiotics and the fluid was removed. The fluid was resolved. The pain wasn't resolved until it was determined the company rep, matt, had the patient locked out of the patient programmer for over a week for an unknown reason.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.